Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low battery life and scratches on the display screen to the point where it's unreadable for the customer. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. Nothing will be replaced or returned.